Manufacturer narrative:
Event date: it is believed the device broke during a procedure on (B)(6) 2016 but it could not be verified. A product investigation was completed: the 398.651 lot number 7572592 narrow screw removal pliers was returned and reported that a jaw had broken. This complaint condition was likely caused by over four years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 398.651 narrow screw removal pliers are an instrument routinely used in the screw removal set. The device was returned and reported that a jaw had broken. This condition is confirmed; the portion of one of the jaws distal to the hinge has broken along a relatively homogenous fracture surface. It is likely that over four years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in september 2011 and is over four years old. The balance of the returned device is in otherwise fairly good condition with little visible signs of wear. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting ¿ details surrounding the surgery were not provided, furthermore it cannot be confirmed if the device broke during an associated procedure. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - manufacturing location: (B)(4). Manufacturing date: 20. September 2011. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the jaw of the narrow screw removal pliers broke completely off from the rest of the device during an unknown surgical procedure. One of the jaws is reportedly missing. This is report 1 of 1 for (B)(4).